Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was 414 mg/dl. Customer advised in 1 day they have changed the battery 5 different times and continue to receive low battery alarms. Customer advised they lost all of their history and device shows no battery inside, even though customer just put a brand new one in. Troubleshooting for the battery out limit alarm was performed. Customer advised after the battery out limit alarm the device completely shut down. Customer was advised that they would receive a new battery cap. Customer received a failed battery alarm after the battery out limit alarm. Troubleshooting for the weak battery alarm was performed. Troubleshooting for failed battery test was performed. Customer's display came back on and no failed battery alarm was present. Customer was advised to monitor the device and if the alarm issues continue, customer is asked to discontinue use of the device and wait until the new battery cap arrives.